Event description:
Customer reports to have moisture under display screen due to going diving in the ocean with insulin pump still attached. Customer's blood glucose was 120 mg/dl. Customer received a battery out limit alarm and motor error alarm. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. Troubleshooting was also performed for battery out limit alarm. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.